Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, patient experienced debilitating pain, discomfort, and soreness in the area of her hip implant, thereby negatively affecting her ability to perform activities of daily living. On information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into patients blood, tissue and bone surrounding the implant.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update received 1/12/15. The sales rep has reported the revision surgery. Patient was revised to address pain and suspected pseudotumor. During the revision, a pseudotumor was not found. Complaint was update on 1/16/15.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear metallosis and elevated metal ions. Added lawyer, revision surgeon and hospital, updated patient harms, law firm, updated product details in ips, manufactured and expiration date. Added stem due to elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2457572. A search of the complaint database finds additional reported incidents against lot code 2433487 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.